Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedance measurements shortly after implant. Fluoroscopy at that time did not show any macro-movement of the lead. Then the patient presented with chest pain and intermittent tingling in their breast area from rv pacing. A subsequent x-ray revealed movement of the lead. The pacing thresholds had also increased at that time. A surgical revision was performed and the lead was repositioned. The physician noted that the lead was micro-perforated and was causing extra-cardiac stimulation with rv pacing. No additional adverse patient effects were reported. The lead remains in service.